Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) was returned and evaluated at the distributor. The reported problem (code - overvoltage cleared no energy) was confirmed. Upon evaluation, there was damage to multiple components in the converter circuitry on the computer/analog (c/a) pca. The cause of the service code was the shorted components. The root cause of the shorted components was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a 2015 FDA inspection, a reportable malfunction was discovered. A patient's monitor displayed service code - overvoltage cleared no energy.